Event description:
The facility representative reported a pump with a faulty power connector, which caused the pump to stop during patient infusion. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the pump be received and evaluated.